Manufacturer narrative:
Qa was unsuccessful in securing the device for evaluation. Without the benefit of analyzing the explanted device, qa is precluded from confirming the physician's observations and precluded from commenting on the condition of the device. Should the explanted device become available, qa will reopen this file and proceed according to procedures.

Event description:
During an investigation into a subsequent event a previously unreported event was discovered. Per the info provided to co through the means of the physician/surgeons operative report, it stated "malfunctioning penile prosthesis, lysis of adhesions around penile prosthetic tubes and replacement of reservoir". Procedure "there was kinking of the cylinder tubing to the right cylinder encased with fibrotic reaction which was then lysed and the tubing was straigtened and found to be satisfactory. The tubing and connector to the reservoir was noted to have a hole in it. There was not enough tubing remaining in the reservoir to warrant connection to that tubing and this tubing looked like it had undergone some wear. For that reason, the reservoir was removed".